Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 284 mg/dl after disconnecting the ilet for a shower and not reconnecting until completing a supply change with support, after which insulin delivery resumed normally. Symptoms included hyperglycemia. Outcomes included self-management with troubleshooting and education, with guidance to allow 1 to 2 hours for glucose regulation, and no alerts or alarms occurred. Investigation included remote troubleshooting and confirmation of proper infusion set and cartridge replacement. Investigation of this case revealed user-related interruption of insulin delivery due to disconnection, with device function normal after reconnection and supply change. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device disconnection.